Event description:
It was reported that the patient was ¿shaking like a leaf today.¿ the patient noted that it had not been like that before and it ¿just started today.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a66 lot# serial# (B)(4) implanted: (B)(6) 2009, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v327567, implanted: (B)(6) 2009, product type lead product ID: 3387s-40, lot# v331504, implanted: 2009-11-18, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).